Event description:
Pt admitted on 9/11/97, with fractured hip, intramedullary rod was inserted at that time. Pt readmitted to surgery on 9/29/97, and the intramedullary rod was replaced. Allegedly the 40cm size, per the label, was actually 46 cm. Product has not been returned for evaluation.